Event description:
It was reported that the ilet system experienced a charging problem associated with the battery charger, as the caregiver believed the charger was not charging and replacement chargers were provided, after which normal charging resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the battery charger consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.